Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's physician that there was no performance issue noted with the implantable pulse generator (ipg).

Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was "protruding more than usual after picking up boxes." The ipg remains in use. No patient complications have been reported as a result of this event.